Manufacturer narrative:
A2: age at time of event: 18 years or older device is a combination product. Device evaluated by MFR.: promus element plus,mr,ous 2.75x28mm stent delivery system was returned for analysis. A visual examination of the stent found no issues. There was no sign of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set between the proximal and distal markerbands. The crimped stent outer diameter was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the hypotube found a hypotube kink located 85.5cm distal to the distal strain relief. A visual examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. A visual and microscopic examination of the bumper tip showed no signs of damage. No other issues were identified during the product analysis.

Event description:
It was reported that stent damage occurred. The eccentric target lesion was located in the moderately calcified left circumflex artery. A 2.75x28mm promus element plus drug-eluting stent was advanced for treatment. However, during procedure, it was noted that the stent strut got damaged. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product.

Event description:
It was reported that stent damage occurred. The eccentric target lesion was located in the moderately calcified left circumflex artery. A 2.75x28mm promus element plus drug-eluting stent was advanced for treatment. However, during procedure, it was noted that the stent strut got damaged. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.